Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Title: clinical outcomes of mitral valve replacement with the 16-mm ats advanced performance valve in neonates and infants citation: the annals of thoracic surgery (2014) vol 99(2):653-9 (doi 10.1016/j.athoracsur.2014.09.035) authors: jiyong moon, md, takaya hoashi, md, phd, koji kagisaki, md, kenichi kurosaki, md, isao shiraishi, md, phd, and hajime ichikawa, md, phd date of electronic publish has been used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the safety, durability and anticoagulation control of mitral valve re placement with an ats mechanical valve. All data were collected from a single center between 1999 and 2013. The study population included 18 patients (9 male and 9 female, mean age at surgery was 4.0 -1.8 months), all of which were implanted with medtronic ats mechanical valve (serial numbers not provided). Among all patients adverse events included: four valve replacements due pulmonary hypertension associated with left ventricular outflow tract obstruction (2), hemolysis (1) and a stuck leaflet and thrombus (1). Other adverse events included; 3 incidents of chronic subdural hematomas that did not require treatment, 5 incidents of conduction disturbances that required treatment with a permanent pacemaker. The reported conduction disturbances were sick sinus syndrome (2), intra-atrial reentrant tachycardia (1), complete heart block (1) and atrial ectopic beat with block (1). No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.